Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer declined to provide malfunction code and fault ID. There was no reported impact to the customer's blood glucose level. Prior to the call with tandem technical support, the customer performed a reset, therefore, no troubleshooting could be performed.